Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the base of the clip groove, causing a 0.016" offset at the tips. As a result, the clip could not be closed in the grips. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not close the clip onto tissue. The medium-large clip applier became stuck on one side when trying to remove. The customer attempted another clip and the same issue occurred. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large hem-o-lok clip applier instrument was inspected and appeared to be functioning properly. The clip did not become dislodged from the instrument or fall into the patient and was removed from the patient. The tissue was not damaged and did not require repair nor was it larger than the recommended size. The issue occurred during the first use of the procedure. The customer also reloaded the same clip applier with another clip and had the same problem. A different clip applier was used.